Event description:
Customer reported on 4th april that they were unable to feel suction from their product. The customer advised that they had experienced pain and discomfort from the product and despite troubleshooting with the elvie customer care team, was still experiencing soreness when using the breast sheild. The customer was working with a lactation consultant and they needed medication to help relieve the pain. Customer was from the united states.

Manufacturer narrative:
The customer has been provided with troubleshooting information from the customer care team, and has received several parts to try to resolve the issue, including hubs, spouts and valves. We are currently waiting from feedback from the customer on whether this has resolved their issue. If further information is received, or if the device is returned for investigation, a follow up report will be sent.